Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that the implant was placed and removed in the same day because the connection failed when carrying it to the mouth. The implant was not replaced in the same surgical act.